Manufacturer narrative:
H3: product analysis: no conclusion can be drawn, device evaluation anticipated, but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that ent mr8 would start to heat up after 30sec to 1 minute of use at 75000 rpm. Hand piece (drill) heats up and attachments when used on this hand piece. Faulty attachments would still heat up when used with an other hand piece (drill). Faulty drill would heat up and make good working attachments heat up also. Multiple test done with multiple attachments and hand piece (drill). There was no patient involved with this event.

Event description:
It was reported that ent mr8 would start to heat up after 30sec to 1 minute of use at 75000 rpm. Hand piece (drill) heats up and attachments when used on this hand piece. Faulty attachments would still heat up when used with an other hand piece (drill). Faulty drill would heat up and make good working attachments heat up also. Multiple test done with multiple attachments and hand piece (drill). There was no patient involved with this event.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis :evaluation on overheating couldn't able to perform due to tool stem will not lock and unable to run. It was also found that the some components were worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that ent mr8 would start to heat up after 30sec to 1 minute of use at 75000 rpm. Hand piece (drill) heats up and attachments when used on this hand piece. Faulty attachments would still heat up when used with an other hand piece (drill). Faulty drill would heat up and make good working attachments heat up also. Multiple test done with multiple attachments and hand piece (drill). There was no patient involved with this event.